Manufacturer narrative:
(B)(4).

Event description:
Clinic contacted dexcom technical support on (B)(6) 2015,on behalf of trial patient to report an intermittent out of range signal on (B)(6) 2015. At the time of contact the clinic did not report any injury or medical intervention.